Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that seroma was removed. There was stenosis caused by seroma around the outflow side of the left ventricular assist device (lvad), which was considered to cause the patient into low cardiac output state. Therefore, the seroma was removed to relieve stenosis.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed as no product was returned for evaluation and no images were provided for review. The hospital was contacted, but refused to provide any additional information related to the event. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jul2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The heartmate ii lvas patient handbook is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be reported under MFR #: 2916596-2022-12031.